Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/19/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Evaluation also revealed a crack in the battery compartment extending from the threads to the case seal. A test battery cap was not able to tightened to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen as well as a battery compartment crack. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/19/2013.